Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and was treated with vancomycin injection (1gm, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued, the patient's pd catheter was removed and the patient was transferred to hemodialysis (thrice a week). At the time of this report, the patient was discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.